Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy the device fired properly using blue reloads until the second or third firing which then presented with a jaggedly misformed staple line all along the cut. The same device was used to complete the procedure by using one or two more blue reloads which formed properly. There was no patient consequence.